Event description:
During the completion angiogram, after the placement of the three-piece zenith modular graft, a rapid filling of the left common iliac artery, with filling up into the aneurysm was noted. From viewing the angiogram, it was determined that there was a distal seal at the end of the iliac leg graft, and the filling appeared to be a trans - graft leak quickly filling the left common iliac. To resolve the endoleak, another manufacturer's leg graft was deployed within the zenith iliac leg graft. A second angiogram performed showed a slower filling of the left common iliac artery. A decision was then made to conclude the procedure, with the belief that the endoleak would resolve with time.